Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 305 mg/dl after a usual lunch while using the ilet, with no reported device alarms and no supply change at the time of the call. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention beyond monitoring and no hospitalization. Investigation included user troubleshooting and education focused on high glucose management and monitoring for downward trends. Investigation of this case revealed no device malfunction or component issue based on the information provided and user-reported normal device operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.